Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Clinical support troubleshot the ongoing occlusions. Reportedly, there were air bubbles in the cartridge tubing and the infusion set tubing. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 140-190 mg/dl.